Event description:
A nurse contacted baxter (B)(4) regarding a leak from a minicap transfer set. The nurse relayed a report from a home patient (hp) who two days earlier, during preparation of dialysis she noticed a leak at the connection between the transfer set and the titanium adaptor. There was patient involvement.

Manufacturer narrative:
(B)(4). The patient corrected the leak of the set without disinfection and on 08 sep 2012 was hospitalized with symptoms of peritonitis. Additional information was received: the nurse confirmed the peritonitis. The cause was a break in aseptic technique, the patient has been retrained. The patient was treated with vancomycin (2 g-1 dose-(B)(6) 2012, 2 g-2 dose-(B)(6) 2012) ciprinol (2 x 200 mg) and has recovered.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample was not returned to baxter, therefore no evaluation could be performed. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). The problem of leak was not confirmed and a root cause of the complaint was not determined. A batch review for the manufacturing lot showed no related problems found during production.